Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. It was also reported that there was a visible difference in the shuttle portion of the cartridge. There was no impact to the customer's blood glucose level. It was indicated that back up therapy was available for diabetes management.